Event description:
Consumer questioning accuracy of their meter. In test (back to back), obtaining erratic readings. Analysis run on clark error grid using mean avg reading (69) as ref. Point v. Bd readings (42,133) yielded data point in the d range of the grid, outside acceptable limits.